Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance puts this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.